Manufacturer narrative:
The field engineer was servicing the device in a manner that required new characterization of the table. After removing the table cover to access the characterization points, he replaced the cover without confirming his finger was cleared from the target area. In this case no complications occurred beyond the phalanx and no surgery was necessary. Immobilization by splint will hold the finger for the healing process.

Manufacturer narrative:
UDI not required. Legal manufacturer: (B)(4). Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that while servicing the device, a field engineer broke his finger when he went to reinstall the table cover and pinched it between the table cover and the metal frame.